Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. Upon testing, the device was found to be displaying an unspecified error code. It was further found that the keyboard pcb was corroded and that the resistance value of the keypad of the handcontrol set was out of specifications. The motor was not turning smoothly and the housing of the device was physically damaged. There was a short circuit in the motor cable and the locking ring of the drill mounting mechanism was damaged. It was found that the blade doesn't lock into the shaver and the cup style washer was loose. The motor, motor cable, handcontrol set, handle and the damaged drill mounting mechanism were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the device is responsible for the corrosion of the keypad pcb and would have damaged the motor and the motor cable, resulting in the short circuit. User mishandling of the device would have caused the physical damage to the housing, washer and the drill mounting mechanism. The damaged components of the device would have caused it to display the error code. The corroded keypad pcb would have caused the keypad to not function as intended. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/04/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that a fms tornado micro handpiece with buttons, is defective. No surgical delay or patient consequence reported.